Manufacturer narrative:
On 19-jul-2024, bwi received additional information regarding the event. During an atrial tachycardia ablation under cartography, impossibility to remove the catheter which stayed stuck in the veins. An maximal augmentation of irrigation was required to attempt to remove the catheter. It finally dropped after few minutes. The catheter was removed with a torn vein fragment. No issue occurred when the catheter rises. The sheath used was an sl0. The material at the end of the catheter seems to be a vein of the patient. The material was white and red about 3cm. Patient has fully recovered. The surgeon did not extended the initial hospital stay. However, he referred the patient to an intensive monitoring service to be more vigilant about a possible deterioration in his general condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation (left flutter) with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced vascular injury that required prolonged hospitalization. Catheter was blocked in a femoral vein and by removing it, part of the vein came with the catheter. Catheter not subsequently reinserted into the patient's body. Patient was transferred to ICU for enhanced monitoring for 24 hours with supine immobilization.

Manufacturer narrative:
On 19-aug-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation (left flutter) with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced vascular injury that required prolonged hospitalization. Catheter was blocked in a femoral vein and by removing it, part of the vein came with the catheter. Catheter not subsequently reinserted into the patient's body. Patient was transferred to ICU for enhanced monitoring for 24 hours with supine immobilization. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device, no biological material was observed in the catheter, however, on the photo provided by the customer it was observed the biological material reported. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31276914l and no internal action related to the complaint was found during the review. The biological material issue reported by the customer was confirmed due to the photo provided by the customer. The potential cause of the biological material issue could not be conclusively determined. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).